Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist and had gotten x-rays and scans. Now they need to get braces because their bite is messed up, they also have gum recession caused they byte aligners.